Event description:
It was reported that the bed had no power due to a faulty power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported that the power supply on the maternity bed may have malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.